Event description:
It was reported that a patient who has previously been diagnosed with sle was implanted with rhbmp-2/acs via two-level plif fourteen months ago, and 2-3 days post-op the patient developed respiratory complications that progressed to adult respiratory distress syndrome. The patient required re-intubation. The patient ultimately recovered full respiratory function, and was discharged.

Manufacturer narrative:
Neither the device nor results of applicable diagnostic studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Per the reporting surgeon, there is little objective evidence to believe that the patient's symptoms are related to the use of this device. Additionally, the patient was treated with products from multiple manufacturers. Although it is unknown if any of the products contributed to the reported event, we are filing this MDR for notification purposes.